Event description:
It was reported, implanted the nail but it has not been possible to lock the proximal part. The surgeon had to remove the nail and replace it with another nail. The surgery has been delayed for more than 30 minutes.

Manufacturer narrative:
Device not received. No eval will be performed. If the device or add'l info becomes available it will be submitted on a supplemental report.